Event description:
According to the reporter, during a laparoscopic procedure, the device had a damaged seal and the upper membrane of the trocar fell into patient's cavity. It was retrieved with a tissue grasper. No patient injury has been noted.